Manufacturer narrative:
Image review: fluoroscopic images were provided which confirm that a heart valve was previously deployed, the vessel had a previously deployed stent and had been pre-dilated prior to the confirmed dislodgement of the stent. The mechanism of the dislodgement was not shown on the images, but the severe tortuosity of the vessel can be confirmed from the images and the position of the guidewire in the vessel. Images showing the removal to the dislodged stent were also provided. Subsequent images show the further pre-dilation and successful stent deployment. Product analysis: the device was returned for evaluation with no stent on the balloon. Stent imprint is visible on balloon the returned stent is deformed. Correction: the onyx frontier stent dislodged during removal following a failed delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coronary intervention using the onyx frontier stent in the mid left anterior descending (lad) artery, there was stent dislodgement and failed stent delivery. The lesion was located in a segment with severe tortuosity and severe calcification, with 80% stenosis. The device was inspected prior to use with no issued noted. Negative prep was not performed. The lesion was pre-dilated, and the device passed through a previously deployed stent. Resistance was encountered when advancing the device, but no excessive force was used. The dislodged stent was removed from the patient using a 1.0 non-medtronic balloon. It was stated that the patient was moving around a lot on the table during the procedure, which was identified as a contributing factor to the stent dislodgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion was pre-dilated, and the device passed through a previously-deployed non-medtronic stent. There was no issue with the pre viously-deployed stent. There was no symptoms to the patient. Correction: imf (annex f) code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.